Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "overinfusion - a patient who was 16 weeks pregnant presented to (B)(6). On friday, (B)(6) 2016, she was commenced on a sapphire pca. The patient overdosed with the pca as she had 1000mcg of fentanyl in two hours. (Subsequently, the patient ended up being fine. Staff reprogrammed the pump correctly and the patient continued to use it) the hospital carried out an incident report (this was told to me second hand. I wasn't&#62752;able to see the actual report myself) which found: - the pump had no four hourly limit set. - the pump was incorrectly programmed in mls instead of micrograms (mcg). - (B)(6) admitted that the nurses programmed the pumps incorrectly. The pump had not been kept aside and was back in circulation. While on the ward, (B)(6) ran in to an rn who said she felt the error was a human error, not due to the pump itself. Type of drug:1000mcg of fentanyl in two hours. What was the pressure (occlusion) sensor setting (0.4-1.2 bar): 14.0 psi. The serial number of the device is unable to be determined. No further information is known in relation to this complaint at this time. Patient involvement: yes. Death/serious injury: no. Human harm: no. Delay in therapy: yes. Medical intervention needed: no."

Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "overinfusion of fentanyl. Patient involvement: yes; death/serious injury: no; human harm: no; delay in therapy: yes; medical intervention needed: no."